Event description:
It was reported that during a lap appendectomy procedure, the device was loaded correctly, but the reload popped out of the housing. The reload did not fall into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.